Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26oct2010. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lump/nodule are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and "a lump or thickening in or near the breast or in the underarm area.".

Event description:
Patient reported having left-side, "a lump or thickening in or near the breast or in the underarm area." Later, patient reported capsular contracture baker grade unknown. The device remains implanted.